Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that he changed his infusion set tubing in 2007, and the following morning, he noticed that the infusion set tubing has separated at the luer lock connection. He reported that his blood glucose values were not affected. He stated that he changed the infusion set tubing as soon as he noticed the separation. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned. The pt does not want to continue using this product and stated that he will switch to a different type of product.